Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump asked for biomed pass code. The pump was placed on a cart dedicated to pumps that were reported to have experienced a primary audible alarm. There was no reported adverse event.